Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of jubux242 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a patient developed an extensive erythematosquamous rash exactly on the place where the PICC was used. Patient turned out to be allergic to p-tert. Butylcatechol.